Manufacturer narrative:
Cylinders. Catalog: 72404292, serial: (B)(4). Expiration date: 04/20/2022, gtin: (B)(4), manufacture date: 05/11/2017. Device analysis: the ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient had his inflatable penile prosthesis replaced due to malfunction as the pump was not working. No patient complications were reported in relation to this event.